Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was suspected of leaking oil at the handpiece swivel joint could not be confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was found that the device had low rotations per minute (rpm) (70,000 should be at least 75,000). During repair it was observed that the vanes are worn out causing the low rpm. The assignable root cause of this condition was determined to be due to component damage from normal use and servicing over time. It was determined that the failure was caused by worn out motor components.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device was leaking oil from the handpiece swivel joint. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. It was not reported if there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.